Event description:
The manufacturer received information alleging the active exhalation verification test steps had failed during preventative maintenance on a trilogy 100 bt device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the active exhalation control module (aecm) had caused the active exhalation verification test steps to fail on the device. In conclusion, the device's aecm was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the pollen filter, exhaust fan assembly, and forty-three (43) micron filter were replaced for preventative maintenance unrelated to the reportable issue.